Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted to the hospital due to experiencing presyncopal symptoms. Upon interrogation, the pulse generator exhibited ventricular oversensing causing bradycardia. The device remained implanted.